Event description:
It was reported that oversensing on the atrial channel was observed. No patient symptoms were reported. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.